Event description:
Customer reported to beckman coulter, inc. (Bec) that latron scatter was 0.0 with 0.0 % coefficient of variation. Customer reported that volume and conductivity had good numbers. Bec customer technical specialist instructed the customer via the telephone to inspect the ls (light scatter) preamplifier of the coulter lh 500 hematology analyzer. Customer reported that they found green fluid under the ttm (triple transducer module) of the coulter lh 500 hematology analyzer. Customer reported that the fluid was contained within the instrument; possibly ttm waste fluid. Customer reported that the volume of the fluid was less than 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a cut tubing in pinch valve pv43 to repair the leak. The fse was unable to reproduce the scatter at 0.00. The fse adjusted the scatter to bring their mean channel back up to the assigned mean which had been running low.

Manufacturer narrative:
(B)(4).